Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 22-jan-2020. The most recent information was received on 20-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced depression ("depressed"), fatigue ("intense fatigue") and musculoskeletal pain ("muscle and joint pain"). The patient was treated with surgery. At the time of the report, the medical device removal, depression, fatigue and musculoskeletal pain outcome was unknown. The reporter provided no causality assessment for depression, fatigue, medical device removal and musculoskeletal pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 22-jan-2020. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('essure removal') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced depression ("depressed"), fatigue ("intense fatigue") and musculoskeletal pain ("muscle and joint pain"). The patient was treated with surgery. At the time of the report, the medical device removal, depression, fatigue and musculoskeletal pain outcome was unknown. The reporter provided no causality assessment for depression, fatigue, medical device removal and musculoskeletal pain with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.